Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not detect fill tubing sequence being done. Customer's blood glucose was approximately 100 mg/dl. Reportedly, customer reloaded cartridge and completed load fill tubing process.